Manufacturer narrative:
Additional narrative: patient¿s weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal fusion procedure on (B)(6) 2017, a transforaminal posterior atraumatic lumbar (t-pal) was inserted and upon removal of inserter, the center piece withdrew from the inserter. Upon inspection, the knob on the back of the center piece had broken off into the self-retaining knob at the back of the inserter. There was no patient consequence. This report is for one (1) t-pal spacer applicator inner shaft. (B)(4).

Manufacturer narrative:
Device history records review was completed for part # 03.812.003, lot # 8800807. Manufacturing location: (B)(4), release to warehouse date: mar 07, 2014. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. As per the technique guide, the returned t-pal applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering. Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer. The returned inner shaft was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken and was returned. The remainder of the device was found to be intact with minimal witness marks concentrated on the distal prongs consistent with wear and tear; these marks would not inhibit device functionality. The complaint condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis is possible due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no material review report, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Testing has been conducted to evaluate the instrument¿s connection during removal. The test was based on forces measured during cadaver testing which determined normal loads for trial removal due to hammering to be approximately 3kn and in extreme cases reaching 5kn (when too large of trial is inserted). The test produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. Additionally, endurance testing (insertion and removal) was completed and no functional failures were observed after 100 cycles. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.